Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported being hospitalized for an infection in the stomach. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 for peritonitis. The nurse stated that the organism cultured was staphylococcus epidermidis. The nurse stated that the source of infection is unknown. The nurse stated that the patient is being treated with vancomycin. The patient is continuing with peritoneal dialysis therapy.

Manufacturer narrative:
Additional information: concomitant medical products: added conclusion code, clinical investigation clinical investigation: based on the available information, it is not possible to determine the source of the staphylococcus infection. The liberty select cycler and the liberty cycler set were not returned for evaluation and a device history review conducted revealed no nonconformance. However, there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis that resulted in hospitalization. Peritonitis is a known complication of peritoneal dialysis therapy that has been well documented. If additional information becomes available, this clinical review will be updated accordingly.